Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they believed their stimulator was misfiring. Patient said they could feel the shocks go down their leg when on a group that should not be doing that. Patient said group a helps their lower back and group c helps their knees and as soon as they turned to group c, the stimulation started going off up their back from their mid thigh when it was supposed to be just on their knees. Patient confirmed they had not had any falls or trauma to the area. Patient said they tried rebooting everything already. Patient already tried to adjust stimulation down in group c and said the stimulation was a little less intense, but if they decreased too far down, they would get no relief anywhere. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were leaving for spain for 2 weeks tomorrow.

Manufacturer narrative:
Correction to regulatory report #3004209178-2026-05901: information presented in b5 missed applicable coding in section c and section h6, now updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.